Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a a portion of a box of bd insulin syringes with the bd ultra-fine¿ needle 1ml 31g x 5/16" was found with the scale marks missing from the syringes. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 8mm, 31g syringes in a sealed poly bag from lot # 6207606. Customer states that the needle is not sharp as it will not go into the vial and the 50, 60, and 70 unit markings are missing. All returned syringes were examined and one sample exhibited the 50 unit marking to be partially worn off. Also, one sample exhibited the 60-90 unit markings to be worn off. All syringes were tested for point geometry, lube, and cannula od. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (printing issue). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (blunt cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for missing scale markings include: damage to the pad, print drum not touching the pad for ink transfer, pad heat set incorrectly. CAPA (B)(4) was initiated to address such issues at this time. (B)(4) investigation: on 07nov2017, (B)(4) received ten (10) 1ml, 8mm, 31g syringes in unopened polybag from batch# 6207606. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), it was noted that the two samples identified during initial investigation at franklin lakes were as described. The sample with the partially missing scale line marking was determined to be acceptable per specifications, as not more than half of the line used to denote the scale mark was missing. The other sample, with partially worn off numbering for the scale marks between the 60u to the 90u (60 units to 90 units), was noted to be of the defect type that would be rejectable product, had it been observed during production of this batch. A review of the device history record noted one (1) quality notification for print related defects initiated during production of this batch. The root cause identified in this notification could potentially apply to these complaint samples, however, this is unable to be verfied at this time. CAPA (B)(4) was initiated by the (B)(4) plant to address print related defects and their associated root cause(s). Batch# 6207606 was produced prior to initiation of this CAPA.